Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. The reporter provided two test strips. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. To minimize these differences, in a monitoring situation, it is recommended that each site uses results from one type of thromboplastin method for each patient. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory methodology with stago reagent. At 10:29 a.m., the patient's meter result was 8.0 inr. At 11:02 a.m., the patient's laboratory result was 4.1 inr. The patient's pharmacist determined the "lab result to be correct." The patient's therapeutic range is 2.0- 3.0 inr.